Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced pain, bleeding, bowel obstruction, erosion, lipoma, and recurrence. Post-operative patient treatment included revision surgery, repair of hernia with mesh, and removal of mesh.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was ­­­­­­­­­­­­­­­­­­­­left inguinal hernia. The procedure performed was left inguinal herniorrhaphy with mesh. The patient has had a surgical revision, pain, bleeding, bowel obstruction, erosion and recurrence.